Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 237 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, broken belt clip slot and cracked battery tube threads.